Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Medwatch explains that this is the 2nd ommaya reservoir implanted on this pt with non-hodgkin's lymphoma. First device implanted 2 years ago and removed 9 days later for obvious leakage of csf fluid. After placement of the 2nd device, a fluid fistula had developed and there was leakage of csf through the skin. The pt was returned to the operating room 2 day after the removal so the second device could be removed. Cause of leakage remains unk. Manufacturer has not yet been notified however plan is to notify once report submitted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.